Manufacturer narrative:
We are awaiting the return of the complaint device to complete our investigation. An investigation has been done based on the event description and results from previous investigations. Results - our records indicate that this is the only complaint of this nature received for the given lot number. Conclusions - the mr290 humidification chamber can overfill if both the primary and secondary floats get jammed and fail to stop water from flowing into the chamber once the water reaches the limits line. Our investigations to date have found that this happens when the chamber sustains an impact due to being dropped on the area around the float hinge bracket. We are aware of other similar complaints reporting failure of the float mechanism in the mr290 causing overfilling. The occurrence rate of this type of complaint is approx 0.002% worldwide for the last yr. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent reoccurrence. The mr290 instructions for use indicates the correct water level, and advises the users to replace the chamber should the water exceed the limit line.

Event description:
A hospital reported to our distributor that an mr290 humidification chamber used in the respiratory breathing circuit had overfilled. No pt consequence was reported.